Event description:
Metal on metal hip prosthesis causing chromium and cobalt toxicity. Hip pain due to metal fragments in joint. Fear of trunnionosis. Replacement surgery needed due to pain, blood toxicity, and trunnionosis.